Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, staff let customer know they got a recoverable fault during the case today. The caller reported they mentioned it happened on the weekend as well (separate complaint to be created). The caller stated staff assumed it to be universal surgical manipulator (usm)4. The technical support engineer (tse) confirmed multiple errors on usm 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: procedure was completed with arms 1 through 3, arm 4 was undocked and fault continued to pop up. Surgeon was able to resolve the fault every time to continue with procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. The unit was analyzed and 32097 and 31199 errors were found with 32114 errors, indicating aurora communication link error reported between acm and acs (parallelogram fiber), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where the fiber test was found to be failing on the parallelogram, replicating the reported event. Once testing was completed, the parallelogram fiber was aba tested and verified to be the source of the fault. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.